Manufacturer narrative:
(B)(6). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself when they pressed the sync button. There was patient use associated with the reported event. The patient, a (B)(6) male did not suffer any adverse effects due to the reported issue.